Event description:
A report was received that stated the needle broke during insertion into the port and was left inside the port. It is unk how the needle fragment was removed. No pt injury or adverse events were reported.

Manufacturer narrative:
Device eval: two unused samples were received for eval. Visual inspection of the returned samples found no defects or abnormalities. The physical dimensions of the samples were found to meet specs and were the correct size. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.